Event description:
The customer reported to olympus, on august 25th, the evis exera ii colonovideoscope tested positive for 6 colony forming units (cfus) of enterobacteria, 1 cfu of bacteria charged at 37 degrees celsius, and less than 1 cfu of bacteria charged at 22 degrees celsius. On september 29th, the device tested positive for over 200 cfus of enterobacter cloacae. The instrument/biopsy channels was sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The customer provided the cleaning, disinfection, and sterilization process stating the pre-cleaning detergent is umonium and the automated endoscopic reprocessor (aer) used is olympus etd 3 mat. The air/water channel, auxiliary channel, balloon channel, and forceps elevator channel were aspirated and flushed with water. The aer detergent and disinfectant are unknown, but are supplied by olympus. The manual detergent is proteozim and the manual disinfectant is umonium. The instrument/suction channel, suction cylinder, instrument channel port, balloon channel, and distal end were brushed using itaflex med 184 and 186 manual brushes. The storage practice is using a simple cabinet with the scopes hung vertically, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no microbes were detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device evaluation found watertightness was lost due to damage to the forceps elevator knob, watertightness was lost due to damage to the right/left knob, water tightness was lost due to damage on the up/down knob, the indication on the flexibility adjustment ring was unclear, the scope cover plate was detached, the number of max cumulative uses was reached, the sheet holder unit was corroded due to water leakage, insulation resistance at the distal end did not meet the standards due to a scratch on the distal end cover, the light guide lens was cracked, there was evidence of third party repair, the connecting tube was dented, the image guide protector was cut, and there was a gap between the universal cord and the protector of the endoscope connector. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. This supplemental report is being submitted to provide additional information based on the information supplied by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and no cultures were found. The distal end, instrument/biopsy/suction channels, and air/water channels were sampled. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for an unexpected contamination in two samplings. After reprocessing, the scope tested negative. The issue was found during a routine culture of the scope. The scope showed evidence of third party repair due to a non-original sheath. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.